Manufacturer narrative:
Result: siderail broken head left timing link and footboard modules with broken tabs.

Event description:
It was reported by service report that the head left siderail was broken with sharp edges exposed, and it could not be latched. The footboard modules were missing the tabs leaving gaps in between the modules, but not sharp edges. It is unk if there was pt involvement or adverse consequences to report.